Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 15 jun 2020.

Event description:
It was reported that during set up the ventilator had an alarm light emitting diode (led) failed error code. There was no patient involvement. The customer troubleshot with technical support and verified the error code in the ventilator diagnostic logs. The customer was advised to replace the power switch overlay. The customer reported to have replaced the power switch overlay to address the reported issue.